Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation concluded the errors were generated by contamination when connecting the probe to the system. It was confirmed there was fluid ingress and corrosion on the connector pins. This is evidence of misuse and not a product defect.

Event description:
It was reported the epiq cvx ultrasound system was not available during a critical procedure of a mitral valve replacement. When the x8-2t transducer was connected to the system, errors were generated and displayed. The user was able to complete the procedure but had to perform multiple system reboots, then exchanged the system and then finally changed the probe to resolve the errors. No patient or user was harmed as a result of the issue. The reported event was confirmed via a log review by the remote service engineer. The field service engineer evaluated and tested the system finding contamination on ports 3 and 4 of the acquisition module and contaminated connector pins on the x8-2t transducer. The acquisition module and the transducer were both replaced to repair the system. Philips has started an investigation of this complaint.